Event description:
It was reported that during equipment testing conducted by a MFR field service technician at the user facility, the device was running without user activation. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, corrosion was discovered within the motor, which can lead to intermittent electrical contact or magnetic leakage from the motor onto the hall sensor and is a probable cause of the device running without user activation.